Event description:
N/a.

Manufacturer narrative:
Additional information received: "date of event unknown". "There were no consequences for the patient, except that we could not measure pressure, but the patient also had an evd (external ventricular drain) and with that you can also measure a kind of icp". "No delay in patient care". "Patient has been discharged to the nursing department; current status unknown. Patient is an adult".

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
3 of 3 reports. Other mfg report numbers: 3013886523-2023-00360, 3013886523-2023-00361. A facility reported a multi trauma patient with a normal intracranial pressure (icp): after 5 minutes there was a fluctuation in icp line; high drift and negative drift. They did everything according the procedure, directlink was green, changed module , changed sensor several times. Sensor was in situ and checked the directlink: no signals like red or orange light, it was green. Calibration was not successful.

Event description:
N/a.

Manufacturer narrative:
Sensor was returned for evaluation: DHR - lot 6824201 (sn (B)(6), and met specifications when released. Failure analysis - the issue of the complaint was not confirmed: no visible damage to the milalr sensor, catheter material, or connector. Icp express read 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. Root cause - the exact issue reported by customer could not be confirmed.